Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose reached 400 mg/dl. The mother stated they have treated for the customer's high blood glucose. The mother declined to troubleshoot for the high blood glucose. The mother declined to return the insulin pump for analysis.